Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator would not power on. Additional information received from the field service technician states the issue was related to the oxygen blending module board. No issue with power was noted. The device was returned to the customer unrepaired per the customer's request.